Event description:
The cordless driver 2 was sent for evaluation due to overheating. No further info has been provided by the account.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.